Event description:
Related manufacturer reference number: 2938836-2019-01374 new information noted that additional episodes of noise were observed on the patient's right atrial lead and right ventricular leads on 6 feb 2020. The noise was reproducible with isometric movements. No intervention was performed as the patient will continue to be monitored. The patient's condition was stable throughout the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when a patient presented in the clinic for the routine follow-up, multiple noise reversion episodes were observed . Review of session records confirmed noise on both right ventricular and right atrial leads. The noise can be reproducible through isometric maneuvers but the physician decided to leave on noise reversion on. The patient was stable with no complications and will be continued to be monitored.